Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing was performed including leak testing, clear passage testing, and clamp function testing, and no issues were noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 (type of investigation): remove b14. H10: remove additional information added to d9 and batch review. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the main body. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.